Event description:
Terumo medical received a complaint indicating that an expired angio-seal device was used and deployed into a patient. The expiration date was not noticed until after the device was opened and implanted. The device was implanted at the right groin access site. The case was reported as successful, with no issues noted during device deployment or achievement of hemostasis. No blood loss was reported.

Manufacturer narrative:
D6b: explanted date: device was not explanted . H4: device manufacture date: unknown, as the involved lot # was not provided . E3: occupation: ir dept. Manager. The actual device has been returned for evaluation. The sample was not available for evaluation. The complaint was unable to be confirmed for use of an expired device. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to sections b4 and g3. Upon internal review it was discovered that dates within sections b4 and g3 were incorrect. The date within b4 was inadvertently submitted as 25-sep-2025; however, 26-sep-2025 is the correct date. The date within section g3 was inadvertently submitted as 23-sep-2025; however, 23-jul-2025 is the correct date.